Event description:
It has been reported to philips that the wireless footswitch failed. No harm has been reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected device use at the time was unknown. As per the information collected, the reported problem could not be confirmed. Based on the available records, the system is identified to be part of the unit affected list of fco7220049. This system has been affected with the known issue related to the connection failure in the wireless footswitch. Investigation shows the wireless connection between the base station and wireless footswitch is lost intermittently and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. The connection failure in the wireless footswitch has been resolved with a software update and released through fco72200497 after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.